Event description:
Event determined reportable based on investigation completed in 2006. It was reported that during a pci procedure, advancement difficulties were encountered. The lesion was located in the mid left anterior descending (lad) coronary artery. The balloon became stuck on part of the choice pt guidewire. After the physician changed the guide wire, he used the same balloon without incident. It is the opinion of the physician that the coating of the choice pt guidewire was insufficient. The physician encountered significant resistance when attempting to advance the balloon catheter to the lesion over this wire.

Manufacturer narrative:
Returned device analysis confirmed the reported complaint. Bumps were noted along the proximal end of the wire, and the ptfe at one of bumps appeared as if it was lifting up. An adhesion test was performed to ptfe bumps and when the ptfe was lightly scrapped it detached. The unit did not fail the adhesion test on the areas free of bumps. The od of the wire is over the tolerance at the proximal section due to bumps on the coating. The wire is within specifications where it is free of bumps. The bumps noticed to the wire may have contributed to the failure, making the advancement of the balloon over the wire difficult. The device history record for the batch has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. The device history review confirms this device met all material, assembly and performance specifications. The lot is not involved in other complaints at this time. The root cause of this event is manufacturing.